Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation the electrode belt failed a fall-off and therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the trunk cable section. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.